Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: stent remains in patient compressed to the vessel wall. Device issue: stent dislodgement. It was reported that in 2008, an unknown xience v stent had been implanted in the ostial circumflex. In 2009, another procedure was performed in order to implant a second xience v in the mid circumflex. The second xience v stent was being advanced through the previously implanted stent, when it came off of the delivery system. It was reported that the second stent came off from the delivery system because it was blocked into the struts of the first implanted stent. The dislodged stent was compressed against the vessel wall using a balloon catheter. The patient experienced an ECG modification leading to hypotension, which had occurred prior to the stent dislodgement and an iabp (intra-aortic balloon pump) was used due to these conditions, as a standard safety procedure. Reportedly, at the end of the procedure, the ECG was normal and the patient was reported to be doing fine. No additional event or patient information is available.